Event description:
False positive result (s). My daughter got two false positives from these tests right before christmas. Verified she was negative a short time later. These tests give false positives and scare you into thinking you have covid. If I could zero stars, I would.